Event description:
It was reported the device displayed error code 41541 2003. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was confirmed. The error code 41541 was duplicated, when the pump was power up the error code was appear. Replaced inoperable latch flex. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.